Manufacturer narrative:
Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusions: no conclusions can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the patient's symptoms. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Medwatch (B)(4) report was received on (B)(6) 2011 stating the patient had a corneal abrasion requiring a trip to the emergency room where they were treated with antibiotic eye drops to prevent permanent vision loss. Reports of irritation, inflamed and pain.